Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 36 mg/dl following multiple meal announcements intended to correct prior hyperglycemia. The user was transported by emergency medical services to the hospital, admitted on (B)(6) 2026, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed prolonged hyperglycemia prior to the event, followed by multiple meal announcements delivered within a short period of time, which may have been used as correction attempts. Cgm glucose began trending downward after these entries; however, device data does not capture the reported severe hypoglycemia, and therefore the exact sequence leading to the event cannot be fully confirmed. Based on available information, the event was attributed to use-related therapy management factors, specifically repeated meal announcements likely used as correction doses, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.